Event description:
It was reported that the patient was referred for generator replacement. It was noted that the patient had been having more breakthrough seizures than usual and that the patient did not seem to respond to the magnet swipe. It was stated that an interrogation of vns unit revealed that only a minimum (3 in the last month) of patient's frequent seizures (10-20 monthly) have been setting off the autostim feature, the rest mom had had to treat with swiping. Per the physician, there was a report of possible issue of many witnessed (and videoed) seizures being undetected by the autostim feature and stated that it might be that the baseline heart rate programmed into the unit was too high, so seizures are not causing a 20% or greater rise in heart rate over this (which is required to trigger the autostim). The baseline heart monitor was reset. It was also stated that this is an abnormal tracing for the presence of right focal epileptiform activity lasting in some cases up to 4 seconds, which does not result in appreciable change in patient's heart rate. It was stated the latter is a possible explanation for failure of vns stimulator to trigger. Further information was received that the case was resolved after the patient's vns heart detection was recalibrated in clinic along with anti-seizure medication dosage being adjusted. It was stated the patient has been referred for replacement due to the patient's generator being at ifi = yes. The physician believes that the patient's heart rate is not affected by seizures. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient's generator was explanted due to the battery being at near end of service. The generator was reportedly discarded and thus has not been received into analysis to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient's seizure activity is related to patient physiology/unrelated to vns, stating that the patient's keppra dose was adjusted recently and the patient had an ambulatory eeg to find out the causes of the increase in seizures. The patient's physiology is the same, but the physician did notice no spike in heart rate during seizures. Adjusting the keppra dose along with continued vns therapy improved her seizure burden. No diagnostics from current generator were provided. No additional relevant information has been received to date.